Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very severe pelvic pain') in a 45-year-old female patient who had essure (batch no. B85130) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criterion medically significant), asthma ("asthma"), tendonitis ("tendinitis"), allergy to metals ("nickel allergy"), dizziness ("dizziness"), headache ("headaches") and myalgia ("muscle pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, asthma, tendonitis, allergy to metals, dizziness, headache and myalgia outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthma, dizziness, headache, myalgia, pelvic pain and tendonitis with essure. The reporter commented: period of occurrence: about 2 years from the report. The patient was waiting to see a surgeon. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Lot number:b85130 manufacturing date: 2013-10 expiration date: 2016-10 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very severe pelvic pain') in a (B)(6) female patient who had essure (batch no. B85130) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criterion medically significant), asthma ("asthma"), tendonitis ("tendinitis"), allergy to metals ("nickel allergy"), dizziness ("dizziness"), headache ("headaches") and myalgia ("muscle pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, asthma, tendonitis, allergy to metals, dizziness, headache and myalgia outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthma, dizziness, headache, myalgia, pelvic pain and tendonitis with essure. The reporter commented: period of occurrence: about 2 years from the report. The patient was waiting to see a surgeon. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.